Manufacturer narrative:
Device evaluation summary: the delivery system returned with the handle and the tip capture release disassembled. There were no abnormalities observed to the tip capture release mechanism. Material was visible adhered to the peek tubing on the distal side of the silicone seal. The seal was moving freely on the peek tubing. The peek tubing was cut, and the seal removed. Visual inspection confirmed a section of material had detached from the distal side of the seal. On loading the peek tubing into the silicone seal, the material on the tubing matched the detached section on the seal. The reported deployment/ expansion difficulties were confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was confirmed that the deployment issue was first related to an issue with the blue external slider. Then there was an unsuccessful attempt to use the rapid release trigger and finally an issue was also noted with the tip capture release handle to release the suprarenal stents. Film evaluation summary; the exact cause of the deployment difficulties encountered during stent graft implant could not be determined from the single returned video showing the post-deployed stent graft. Pre-implant CT¿s were not available and the pre-implant anatomy could not be assessed. Complete angiograms during implant, including cines during deployment, were also not provided and the reported event could not be evaluated. Analysis of the returned films did not reveal any stent graft anomalies that could explain the reported event. It is possible that the patient¿s pre-existing dissection or a procedure related issue may have contributed to the deployment difficulties. A device issue cannot be ruled out as a potential cause. The delivery system has been returned for investigation and the results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the rotation handle of the delivery system could not be twisted and the stent could not be deployed. Two physician worked together to rotate the handle but it was found the stent could not be deployed quickly. The delivery system was then urgently disassembled. The stent was beginning to deploy and after pulling hard the tip of the stent deployed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection. The dissection extended from the distal 20 mm of the left subclavian artery to the entire thoracic and abdominal aorta.   It was reported that during the index procedure, when the stent graft was released, the physician turned the handle of the delivery system, however it could not be released quickly. After that, the release system could not be opened normally. Per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.